Event description:
It was reported that after 2 weeks of the surgery and due to infection the surgeon decides to remove the implants.

Manufacturer narrative:
The purpose of this investigation is to evaluate the reported issue of: infection, however, the part was not returned so it is not possible to verify the reported issue. For the observed risk level calculation, the occurrence rate is based on the number of related complaints to the hazard divided by the total number of preassembled and modular screws sold for creo system. The calculated observed risk level matches the expected risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required.